Manufacturer narrative:
The device history record (DHR) review was completed, and there was no nonconformance found related to this event.

Event description:
It was reported that a few hours into a da vinci s prostatectomy procedure, a hole was observed in tip cover accessory, which was installed on the monopolar curved scissors instrument, when stray current coagulated tissue. The site reported that the tip cover was replaced to successfully complete the planned surgical procedure with no patient harm, adverse outcome or injury.

Event description:
Reportedly, an implant with the 7000tfx (33mm) that had moderate to severe mr on tee. Due to their experience with our valves, the surgeon elected to not intervene anticipating that the mr would resolve over time. However, two days post op, the mr was still clinically significant and the surgeon decided to re-op. The device is available for return and will be returned upon receipt of return kit. Implant and explant were described as being between sometime in 2009 response from sales representative indicates that explant was later reported to him as a suture looping.

Manufacturer narrative:
No product return.this event was determined to be reportable per edwards lifesciences procedures. The event was learned through via telephone call from sales representative. A device history record review is currently in process. Requests were made via e-mail for the device, operative report, and additional information, however, no additional information was provided, device was not returned for evaluation.